Event description:
During an ablation procedure, the patient became non-responsive. The physician checked his papillary and hands reaction, and found that patient had paralysis on the left side of his body. The patient was transferred to another hospital. The following day, he was diagnosed with brain infarct. No medical intervention was required. The patient condition is stable and had improved. Patient prognosis was satisfactory. The hospital personnel believed that this adverse event was procedure related. The product was an off label use (in another country, ablation with navistar catheter is not approved).